Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 33 mg/dl with cognitive impairment. The reporter noted the patient was treated in an emergency room with intravenous fluids, they remained on pump therapy, and the pump's settings were not recently changed. The reporter did not implicate the pump; the reporter noted that use error may have been a contributing factor. Further troubleshooting could not be completed. This complaint is being reported because the reported health event was attributed to use error.

Manufacturer narrative:
Follow-up #1 date of submission 02/23/2016-product analysis:the device was returned and evaluated by product analysis on 02/11/2016 with the following findings:no abnormal pump behavior was duplicated or confirmed during investigation. Review of the pump¿s black box revealed no related issues, alarms or abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. Data relevant to the complaint was overwritten due to extended continued pump use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded on the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.